Event description:
It was reported that the patient was having difficulty communicating the implantable pulse generator (ipg) to the remote control (rc) and clinician programmer (cp). It was noted that the patient went to a chiropractor and felt that the stimulation turned off after a pulse magnetic therapy was waved over jaw which was close to the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was having difficulty communicating the implantable pulse generator (ipg) to the remote control (rc) and clinician programmer (cp). It was noted that the patient went to a chiropractor and felt that the stimulation turned off after a pulse magnetic therapy was waved over jaw which was close to the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed and revealed excessive sleep current and unexpectedly low resistance at a node where high resistance was anticipated. With all the available information, boston scientific concludes the reported event was confirmed. Despite multiple attempts, the ipg failed to charge or communicate. The investigation revealed that the asic chip was damaged, which led to the reported issue. This type of damage is usually caused by external high voltage or high current transient sources. Therefore, the probable cause was unintended use error, which contributed to the event.